Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has increasing high impedance on the rv coil and triggered an impedance out of range alert. The lead remains in use. No patient complications have been reported as a result of this event.